Event description:
It was reported that a balloon catheter was introduced and advanced over the guide wire in the distal rca. It was noted that the guide wire was trapped and when removing the guide wire, it snapped and was seen from the distal rca to the ascending aorta. A buddy wire was introduced and twisted to entwine the separated guide wire. A snare device was then used to retrieve all of the guide wire. When the guide wire was removed, it was found that some of the polymer was scraped off.